Event description:
Device 1 of 2. Ref MFR report #1627487-2014-12463. It was reported that pt's ipg and lead sites were painful. On (B)(6) 2014, the pt went to the emergency room and was admitted to the hosp and the pt received IV antibiotics. Cultures were taken, results are unk. The physician prescribed a ten day course of antibiotic on (B)(6) 2014. At that time th ipg site incision was healed, but the lead site was still open. The pt will follow up with the physician in a week as the next course of action.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.